Manufacturer narrative:
A close inspection was conducted on the returned device and no visual damages were noted. The provided device was activated manually and all the straps were delivered properly, one at once. After testing the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. Based on device performance, it can be concluded that the device worked as intended.

Manufacturer narrative:
Additional information was requested and the following was received: it was reported that the white tip emerges from the devices after two shots and is fixed to the mesh with a strap. It appears the strap attached to mesh but was deformed. Please indicate if this is what you are reporting or are you saying that the white cannula cap was falling apart and attached to the mesh when the strap was deployed and attached to the mesh: the white tip detaches from the device, when the strap leaves the white tip is fixed to the mesh; was any portion of the device other than the straps retained in the patient: the white tip is fixed to the mesh, the surgeon has to remove the strap the patient to get the white tip removed; please confirm there were no adverse patient consequences: no patient consequences.

Manufacturer narrative:
(B)(4). Date sent to FDA: 11/23/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a laparoscopic bilateral inguinal hernia repair and absorbable straps were used. The white tip emerged from the device after two shots and was fixed to the mesh with a strap. The procedure was completed using a like device with no adverse patient consequences.